Manufacturer narrative:
The error code was confirmed. The epg failed incoming functional testing. This was attributed to the main printed circuit board (pcb) being out of electrical specification. Both output connectors were found to be broken. The lower case and hanger assembly were found to be broken. The display wire was found to be pinched, with intact insulation. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. There was no patient involvement. The epg tested out of specification during manufacturer's analysis.